Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported sat idle and unpowered during a maintenance involving an olympus video system center. The customer suspected that the cause of the settings on the unit have defaulted to factory reset was due to unpowered. There was no patient injury reported.